Event description:
In 2007, this pt went in for an emergent aortic transection. A gore tag thoracic endoprosthesis was deployed just proximal to the left subclavian. On the next day, a follow-up CT scan showed poor wall apposition. Three days later, the physician re-intervened with a palmaz stent to correct for the poor apposition. The procedure was successful and the pt is in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.